Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, there was difficulty placing the lead. A new lead was used. No patient complications have been reported as a result of this event.